Event description:
It was reported that a 6f angio-seal vip was selected for use and deployed with no complication present during deployment. The hospital stay prior to discharge was also free of complications. Five days later, the patient experienced groin pain while driving. The patient returned to the hospital where an ultrasound assessment revealed a probable dissection with good distal flow. No treatment was required and the patient was sent home in stable condition. The patient was reported to be obese. The physician alleges that the angio-seal might have caused the incident. There was no other information available regarding this event.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal patient information guide states some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.